Manufacturer narrative:
The technician found the side rail latch was dirty. The technician cleaned and lubricated the side rail latch to resolve the issue.

Event description:
The account alleged the side rail was not locking. No patient impact.